Manufacturer narrative:
A product investigation was performed. One (1) extractscr f/pfna blade (article 03.010.411 with lot 9685164) returned and forwarded to manufacturing plant for investigation. The instrument was not delivered in the original packaging. Laser marking was readable. The thread m7x1 lh from the shaft was broken. Both pieces; the broken tip and the instrument were delivered. The component article (B)(4) was not checked because they are not relevant to the complaint condition. As relevant for the complaint condition; ¿the tip of the extract screw was broken¿ several features (hexagon, inner diameter, length, etc.) Which have contact with the blade as well as the hardness were identified and measured. All features measured are according to the relevant drawing and have passed the specification through the gauges. As this instrument is broken, the hardness was also measured, specifically on the diameter ø11.4 as close as possible to the region broken; the results show that has passed its manufacturing specifications: 614 hv. The hardness was also tested during manufacturing process through the inspection sheet as well as through a protocol from a supplier ¿härterei schmid ag¿. The thread m7x1 lh could not be measured since the instrument is broken at this region. Besides, during the manufacturing process, the features m7x1 lh and hex 4.5 were inspected 100% and documented according to the inspection sheet, and the whole lot size has passed its specifications; no deviations neither scrap was detected. The lots of the raw material 60063691 of the component 60033538 are not tracked by a lot number. Therefore, the check was performed based on fifo (first in/first out) by investigation of the raw material orders, which was closest to the start of the manufacturing order of the component. Thus, the raw material used fulfilled the specifications. This complaint is confirmed since the instrument is broken as claimed by the customer. However, according to the investigation results and from the manufacturing point of view this complaint is rated as not valid because the relevant dimensions were measured and have passed the specifications and no manufacturing issue could be found in the results neither in the manufacturing documentation reviewed (DHR, material certificate, etc.). An overloading situation must have taken place which led to this breakage. Exact root cause could not be determined. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital telephone not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 30.dec.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported device was used in the surgery for the femoral trochanteric fracture on (B)(6) 2017. The japanese pfna (proximal femoral nail antirotation) was used for the internal fixation. When the blade was inserted, its tip came to the position just right below the cartilage. In order to avoid the postoperative cut-out of the blade, the surgeon installed the extraction screw to the blade and adjusted the blade to come to a proper position by hammering out. Since the blade was put out too much externally, the surgeon re-adjusted the blade by hammering in over the extraction screw with a hammer. When the surgeon turned the blade to the lock direction in order to lock the blade, the tip of the extraction screw was broken, and the broken piece was left in the site of the blade attachment. The surgery was completed safely by removing the broken piece with the competitive removal set and by performing the rotational lock of the blade with the inserter. The surgery was extended for 30 minutes. There was no patient harm reported, patient outcome was stable and procedure was successfully completed. Concomitant devices reported: pfna nail (quantity 1), blade (quantity 1), hammer (quantity 1). This report is for one (1) pfna extraction screw. This is report 1 of 1 for (B)(4).